Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient said system was replaced in august and asked if there will be any compensation for the first device not working. When asked, patient said that hcp or rep mentioned anything about sending in the device for analysis. Reviewed information and redirected patient to contact hcp office and ask them to check surgical notes if device was returned to medtronic. Patient said that a medtronic representative was at the procedure, however hasn't heard anything from the representative at all, said is disappointed with the customer service received from the rep. Patient said they will check with hcp office and provide update. Request was sent to MDR to check if device has been received. Email was also sent to patient relations. Upon review, it was determined that no devices have been received for analysis.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. The reason for call was to report having problems, feels stimulation more on the right side of groin and it feels like a pinching sensation and it is painful since she adjusted right after the implant. Patient said she probably shouldn't have been messing with the adjustment so soon after the implant, patient doesn't remember what the setting was initially. Patient said that it is helping with her bladder symptoms. Patient called hcp office and was redirected to contact patient services. Reviewed therapy information including healing factors to consider. Reviewed general programming guidance and patient said was going to decrease the setting. Patient to monitor sensation after decreasing and decrease more if needed. It was also reported that since received new system on 2021-09-09 her whole buttock is very sore and said that their buttock area is all black and blue and there is a lot of swelling. Patient said is also having a lot of difficulty connecting to implant. Patient said that she has spoken to the hcp about those issues. Reviewed how swelling could make it more challenging to connect and as patient's body heals, that should improve. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time. Additional information was received from the patient. The patient called back and repeated therapy issue as listed prior. Patient said system was replaced in august and asked if there will be any compensation for the first device not working. When asked, patient said that hcp or rep mentioned anything about sending in the device for analysis. Reviewed information and redirected patient to contact hcp office and asked them to check surgical notes if device was returned to medtronic. Patient said that a medtronic representative was at the procedure, however hasn't heard anything from the representative. Patient said they will check with hcp office and provide update. Request was sent to MDR to check if device has been received. Email was also sent to patient relations. Upon review, it was determined that no devices have been received for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.